Manufacturer narrative:
The reported events of increase capture threshold and r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, a high capture threshold and low sensing threshold were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.